Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that following an uneventful cataract extraction with intraocular lens implant (iol) a patient presented with endophthalmitis with reduced vision. The patient was prescribed additional antibiotics and had a vitrectomy procedure 48 hours postop. The patient is on steroid medication presently. Additional information was requested but not received.

Manufacturer narrative:
The customer reported that a ¿female patient developed endophthalmitis with reduced vision post cataract surgery.¿ additional information obtained states ¿the patient required antibiotics, followed by a vitrectomy 48 hours after phaco surgery. The hospital investigated and the cause of the infection was a bacterium, called pseudomonas. The source of the bacteria is unknown. The patient still has reduced vision, and is on steroid medication.¿ there are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. System no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Consumable this is the first complaint reported for this finished goods consumable lot. No further information was able to be obtained from this customer. Review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report. As such, a visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters for this batch were verified for acceptability prior to release and re-examined after initiation of this complaint. Parameters met specifications. The manufacturer internal reference number is: (B)(4).